Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent hyperopic bilateral lasik was diagnosed with blurred vision in the right eye, at the two month postoperative visit. Additional information was requested. Another report is filed for the left eye.